Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had the spinal cord stimulator and lead removed on (B)(6) 2010. The pt believed that an "allergic reaction" to the spinal cord stimulator devices occurred with a rash, which developed over the body. The pt requested that the entire stimulator device system be removed. The pt further requested that the products be sent back to the MFR for analysis. No further device info, pt symptoms, or outcome were provided. Add'l info was requested but not provided at the time of this report. A f/u report will be filed as info becomes available.